Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had button issue. Customer¿s blood glucose was unknown at the time of incident. Customer states that sometimes the act button were not working and she had to press just the right spot for it to work and random no delivery in past as well as there was louder rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.